Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the circumflex. Approximately 6 months post index-procedure patient suffered from a gi bleed. The patient was on dapt at the time of the event. The event was treated with blood transfusion and the patient stopped taking plavix. Investigator reported that the event is not related to index device, but is possibly related to anti platelet medication. Patient is recovered.